Manufacturer narrative:
On (B)(6) 2010, carefusion sent an e-mail to the user facility seeking add'l info concerning the reported event and the pt. As of january 19, 2011 the user facility has not responded with the requested info. The user facility did not submit a user facility reported to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. (B)(4). The user facility did not allege that the unit failed in any way. The following info concerning the eval of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep. Arrived at the user facility and found that the user facility had already checked the device and had already used it on another pt prior to his arrival. The carefusion field service rep checked the device's error log and did not find any errors/failures recorded. The device was run through a complete checkout and no problems were found. The device was returned to the user facility's control ready to be placed back into service. The user facility did not allege that the device malfunctioned in any way. They only reported that the pt expired while on the device. Carefusion along with the user facility do not believe that the device caused or contributed to the pt's death in any way.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s). "Pt died. They do not feel it is a result of the ventilator as the pt's heart stopped but the ventilator kept working as it was set with no problem. The director of resp therapy is [name removed] and he tested it right after the event and it worked well with no problems. They would like field service to come out and check it thoroughly and pull the codes and make sure it is operating properly. Again they do not believe anything is wrong with the vent and they do not think it contributed to the pt's death."